Event description:
Pt had a vest restraint on for safety. He had been checked every 10-15 mins. Nurse entered room and found pt with upper restraint wrapped around his neck. CPR was stopped because pt was a do not resuscitate.